Event description:
Information received from the field notes that device interrogation was difficult. Dashes (---) were noted for sensor parameters. Measured battery data was 2.68v, 12ua, 3 kohms at 64.6 ppm. A software download and a micro- processor reset were not successful. The rate was programmed to 70 ppm but it reverted to 65 ppm. The patient had three CT scans in the past month. The patient was not symptomatic.